Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the knob fell off the 130 degrees aiming arm. Surgeon used vice grips to hold the insertion handle onto the aiming arm to complete the insertion of the nail. The procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed the non-conformances found in this DHR review are not relevant to this complaint. Visual inspection - the aiming arm exhibits numerous dings, dents and shows signs of wear which are indicative of field use. Product development evaluation - the thumb screw (knob) was threaded on to the aiming arm. The aiming arm was assembled to the insertion handle and the assembly was held together with the thumb screw as intended. The threaded portion of the thumb screw did not become detached from the knob. It appears the complaint condition refers to the thumb screw unscrewing from the aiming arm. The device functions as intended. The complaint condition can not be replicated therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 02/07/2012.

Event description:
This is report 1 of 1 for this complaint (B)(4).